Event description:
During the meniscal repair, after t-1 was implanted, dr. Went to advance t-2 and there was no 2nd suture bar. Additional information confirmed that t1 was left in the patient unsupported behind the capsule and another fast-fix was used to complete the repair.

Manufacturer narrative:
(B)(4).